Manufacturer narrative:
Section h11: corrections made in the following section(s): (g4) date received by manufacturer in the initial report should have been 12/03/2018.

Manufacturer narrative:
Section h10: (h3): the engineering evaluation reported in the experience was likely the result of aseptic (non-infected) loosening of the femoral stem or the bipolar head, which damaged the bond of the implant to the bone. Section h11: corrections made in the following section(s): (g1) MDR reporting contact name.

Event description:
Index surgery: (B)(6) 2018. Revision due to loosening. This is one of three products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-990, 1038671-2018-00991, and 1038671-2019-00992.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2018. Revision due to loosening.